Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been communicating. A field service engineer (fse) found that the station was connected to the advocate network via wi-fi but had no internet access. The ip address, subnet mask, and default gateway were all set to 192.168.82.70, and the adapter was configured with a static ip. Switching to dynamic did not resolve the issue. The mac address and ip details were provided to customer, and she was advised to open a ticket with i.s. To unlock the port. All drawers were tested using the hardware test application. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been communicating. A field service engineer (fse) found that the station was connected to the advocate network via wi-fi but had no internet access. The ip address, subnet mask, and default gateway were all set to 192.168.82.70, and the adapter was configured with a static ip. Switching to dynamic did not resolve the issue. The mac address and ip details were provided to customer and advised to open a ticket with i.s. To unlock the port. All drawers were tested using the hardware test application. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.